Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a malfunction of the check valve assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
We have a hamilton t1 sn. (B)(6) where the tightness test sometimes fails (intermittent problem). I discovered this problem during preventive maintenance visit. Changing the expiratoire valve (incl. Membrane) did not solve the problem.

Event description:
We have a hamilton t1 sn. (B)(4) where the tightness test sometimes fails (intermittent problem). I discovered this problem during preventive maintenance visit. Changing the expiratoire valve (incl. Membrane) did not solve the problem.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Tightness test fails (release valve defective) due to leaky or defective obstruction valve (2nd gen hw). The issue occurred intermittent and may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event an investigation for this case is ongoing in order to find out the definite root cause.